Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery. Following predilation with a 2.5x12mm non-bsc balloon catheter, a 3.50x20mm promus element plus drug eluting stent was selected for use and advanced towards the lesion. However, the device strut was deformed upon advancing the device through the vessel. The device was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination of the returned device identified that the crimped stent was damaged at its distal end. An examination of the crimped stent found that a strut on the 1st row from its distal edge was lifted. No other damage was visible along the remainder of the stent. The hypotube was kinked at various locations along its length. No issues were noted with the bumper tip and the balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery. Following predilation with a 2.5x12mm non-bsc balloon catheter, a 3.50x20mm promus element plus drug eluting stent was selected for use and advanced towards the lesion. However, the device strut was deformed upon advancing the device through the vessel. The device was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.